Event description:
It was reported that a blade separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the rca distal was extended with the device and gradually pulled forward but a resistance was felt. A guide extension and guiding deep engagement were used to remove the distal. The blade was torn off and was thought that it got caught in the calcification and separated when pulled out and a fragment was possible. So, an optical coherence tomography was performed, and it showed a blade-like object at an angle to the vessel, but after intravascular lithotripsy and dilatation of a non-contact balloon, no blade-like image was seen. A CT scan will be performed at a later date. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile and polymer extrusion shaft has no issues identified. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon material. The device was received with one proximal blade segment detached (not returned). The distal blade segment on the same stretch of blade had approximately 2mm of its distal end lifted on the balloon. The entire blade pad was fully intact and bonded to the balloon. An examination of the other blade segments and blade pads identified no damage. No issues identified during examination of the extrusion shaft and the tip showed no signs of damage.

Event description:
It was reported that a blade separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the rca distal was extended with the device and gradually pulled forward but a resistance was felt. A guide extension and guiding deep engagement were used to remove the distal. The blade was torn off and was thought that it got caught in the calcification and separated when pulled out and a fragment was possible. So, an optical coherence tomography was performed, and it showed a blade-like object at an angle to the vessel, but after intravascular lithotripsy and dilatation of a non-contact balloon, no blade-like image was seen. A CT scan will be performed at a later date. No further patient complications were reported. It was further reported that after the CT scan, the blade could not be confirmed and there was no change in the patient's condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile and polymer extrusion shaft has no issues identified. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon material. The device was received with one proximal blade segment detached (not returned). The distal blade segment on the same stretch of blade had approximately 2mm of its distal end lifted on the balloon. The entire blade pad was fully intact and bonded to the balloon. An examination of the other blade segments and blade pads identified no damage. No issues identified during examination of the extrusion shaft and the tip showed no signs of damage.

Event description:
It was reported that a blade separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the rca distal was extended with the device and gradually pulled forward but a resistance was felt. A guide extension and guiding deep engagement were used to remove the distal. The blade was torn off and was thought that it got caught in the calcification and separated when pulled out and a fragment was possible. So, an optical coherence tomography was performed, and it showed a blade-like object at an angle to the vessel, but after intravascular lithotripsy and dilatation of a non-contact balloon, no blade-like image was seen. A CT scan will be performed at a later date. No further patient complications were reported.